Event description:
Procedure: hernia. Reportedly, the balloon popped; however, it was not indicated that any pieces of the balloon disengaged into the surgical area. The balloon was replaced and the procedure was finished with no adverse affects to the pt reported.

Manufacturer narrative:
Investigation of the device shows no damage to the balloon as reported. However, the locking collar assembly was damaged. The assembly was observed with cracks that allowed one of the retaining pins to disengage.